Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: an electrical/electronic component problem was identified. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported error code b30 (scope communication error) occurred and there was no image observed during set up/ inspection for use involving an olympus ultrasound bronchofibervideoscope. There was no patient injury reported.